Event description:
Arjo was notified by the french authority (ansm) of an event involving a patient fall during a transfer using an arjo ceiling-mounted rail system in conjunction with a non-arjo hammock-type sling (jersey sling ¿ toileting model) equipped with six straps. As reported by the customer, the two temporary nursing assistants involved were unfamiliar with this type of sling (only two exist in the facility and it is very rarely used). They did not pay attention to the fact that it consisted of six straps and identified only four of them. The resident was sitting on the remaining two straps, which was observed only after the resident¿s fall. The patient was assessed by a registered nurse, vital signs were measured, and the attending physician suspected fractures and arranged ambulance transport for hospitalization. At the hospital, bilateral femoral fractures (left and right) were confirmed, and appropriate treatment was initiated. The patient returned to the facility the following day. The current patient condition indicates clinical deterioration, including severe anemia (hemoglobin level of 6.9 two days post-incident, worsening to 6.2), requiring oxygen therapy, with a blood transfusion planned. The patient is also receiving antibiotic therapy due to fever, morphine for pain management, and is under home hospitalization care (had).